Manufacturer narrative:
(B)(4). Eval: inspection of the returned product found that on panel side a the window zipper slider body is open. (B)(4).

Event description:
The customer states the reason for the return of the product. The customer did report that there was no pt/caregiver incident or injury. Inspection of the product shows that the window zipper slider body is open.